Event description:
It was reported that there was an over infusion of bumex(20mg/100ml). The bumex infusion was intended to infuse at a rate of 1mg/hour which equated to 5ml/hour. An hour later, the clinician observed the bag had emptied within an hour. The pump module indicated 82.5ml was remaining to infuse when the bag was empty. The patient's blood pressure was noted to have remained stable. There was patient involvement, but no harm.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had over infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of bumex (20mg/100ml). The bumex infusion was intended to infuse at a rate of 1mg/hour which equated to 5ml/hour. An hour later, the clinician observed the bag had emptied within an hour. The pump module indicated 82.5ml was remaining to infuse when the bag was empty. The patient's blood pressure was noted to have remained stable. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.